Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was being used to monitor a patient only and the device powered off. The user was able to power the device back on manually, but the device was removed from use and a backup device was used to continue monitoring the patient. The device was connected to ac power at the time of the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available. Later during testing of the device, the biomedical engineer observed the device power off twice out of ten tries when charging and shocking the device. Thereafter, the power issue could not be duplicated. The device was powered by battery power during the testing.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported power issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that the device was being used to monitor a patient only and the device powered off. The user was able to power the device back on manually, but the device was removed from use and a backup device was used to continue monitoring the patient. The device was connected to ac power at the time of the event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available. Later during testing of the device, the biomedical engineer observed the device power off twice out of ten tries when charging and shocking the device. Thereafter, the power issue could not be duplicated. The device was powered by battery power during the testing.